Manufacturer narrative:
Analysis is currently on-going.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this product was returned. The patient had undergone an elective procedure, where this product was taken out of service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared a battery status of elective replacement indicator (eri) with a monitoring voltage of 2.57 volts. Technical services (ts) discussed that eri was likely triggered by extended charge times. This product was included in the mid-life display of replacement indicators advisory. It was suspected that eri was declared by the device back in (B)(6), therefore, the device has past the 90 day window for replacement and is now up to the physician's discretion. No adverse patient effects have been reported.